Event description:
Healthcare professional reported left side exchange from textured to smooth implant due to the patient's concern with the product. Healthcare professional later reported rupture discovered during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as unidentified (tear) opening. ¿ anxiety/product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b3, d1, d2a, d2b, d4, d6a, d9, g2, g4, h4, h6. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth implant due to the patient's concern with the product. Healthcare professional later reported rupture discovered during surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported, left side exchange from textured to smooth implant, due to the patient's concern with the product. Healthcare professional, later reported, rupture. Discovered, during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange.